Manufacturer narrative:
Initial reporter: reporting institution name: (B)(6). Reporting institution phone: (B)(6).

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. During the periodic maintenance, the service engineer reported that the navigation ring was unresponsive. The device was not in clinical use. There was no report of patient or user harm or injury. During the periodic maintenance, a philips authorized service provider (asp) reported that the navigation ring was unresponsive. It was possible to change the value with touchscreen. It was then reported that the front bezel was replaced, which had a navigation ring, and the issue was resolved. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.